Manufacturer narrative:
The device was returned. The returned device analysis noted one of the l-lock tabs and the actuator coupler to be broken. Based on the information reviewed, the reported premature activation was likely an outcome of broken l-lock tab. The observed broken actuator coupler was likely an outcome of procedural circumstances/troubleshooting steps as the procedure was continued even after the clip came out at an angle from the guide. Additionally, returned device analysis found deformation due to compressive stress noted on the gripper line; however, a definitive cause for the deformation due to compressive stress could not be determined in this compliant. It is possible that the steps taken to retrieve the premature clip attached to the gripper line could have resulted in this observation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the noted broken l-lock tab appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The additional device referenced in b5 is filed under a separate medwatch report.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report premature activation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first ntr clip was successfully deployed, and the clip delivery system (cds) was removed from the steerable guide catheter (sgc). The sgc had a quarter turn of the plus knob left at this time. Then a second ntr cds was advanced into the sgc fine. It was noted that when the clip came out of the guide, the clip was at an angle. The cds continued to be advanced to the mitral valve, and then the clip was opened; however, the clip had prematurely deployed. The clip remained attached to the lock and gripper lines the clip; and therefore, the clip was retracted to the sgc. Both the cds with the clip and sgc were removed as single unit. The procedure continued with a new cds and sgc. Two clips were implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.